Manufacturer narrative:
Other relevant devices are: enlw1628c93ej , s/n: unknown; use by date: unknown; upn # unknown; enlw1624c124ej , s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that aneurysm expansion was observed in both distal common iliac arteries. Additionally, tortuosity was noted around the flow divider of the endurant bifurcate. A secondary intervention was performed using another manufacturer¿s stent graft, resolving the event. No additional clinical sequelae were reported and the patient is fine.